Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported: "during c-section of a healthy female baby. The neo 3 lncs sensor was placed on the patient correctly. Sensor connected to the cable after being placed on the patient, the alignment between the photo detector and emitter was good. The pr was 42 when first placed on the patient, it bumped up to low 50's after the first minute. The doctor stated the pulse rate was in the 150 range. After six minutes the pr equaled the auscultated hr. The spo2 seemed to be accurate through the entire case." No patient impact or consequences were reported.